Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: unknown head, unknown cup, unknown stem. X-rays were provided and the review confirmed the reported event. Asymmetric positioning of the femoral head within the acetabular cup suggesting poly wear. Acetabular inclination angles could not be measured as the x-ray image was not an ap pelvis. Subjectively, they appeared to be within limits. No further evaluation was possible using the x-ray images provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to polyethylene wear 24 years post implantation. Attempts have been made and additional information on the reported event is unavailable.